Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported to fresenius that the arterial chamber of the custom combiset bloodlines was noted to continuously empty and collect air after the initiation of the patient¿s hemodialysis (hd) treatment. The air triggered an alarm from the 2008t machine. Treatment was immediately paused. The patient and catheter were checked for air or indications of a malfunction. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) is approximately 200 cc. The patient was immediately disconnected as a safety precaution. The catheter was flushed and determined to be functioning properly. While recirculating the lines it was noted that the arterial chamber continued to ¿bottom out and pull air.¿ a small blood leak was noted at the top of the arterial chamber. The lines were immediately removed. Treatment was restarted on the same machine with new supplies and completed successfully. The complaint sample is available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility registered nurse (rn) reported to fresenius that the arterial chamber of the custom combiset bloodlines was noted to continuously empty and collect air after the initiation of the patient¿s hemodialysis (hd) treatment. The air triggered an alarm from the 2008t machine. Treatment was immediately paused. The patient and catheter were checked for air or indications of a malfunction. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) is approximately 200 cc. The patient was immediately disconnected as a safety precaution. The catheter was flushed and determined to be functioning properly. While recirculating the lines it was noted that the arterial chamber continued to ¿bottom out and pull air.¿ a small blood leak was noted at the top of the arterial chamber. The lines were immediately removed. Treatment was restarted on the same machine with new supplies and completed successfully. The complaint sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.